Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. The machine alarmed. Treatment was stopped. Pt was set up on new machine but was not able to complete treatment due to water supply problem at facility. Pt returned for regularly scheduled treatment and received an extra half hour treatment. Estimated blood loss was 250 ml. Pt's hemo was low. Epogen increased. Pt had no other adverse effects. Sample has been discarded therefore MFR was unable to evaluate sample.